Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized standard porous femoral component catalog #: 42500806401 lot #: 64553846, persona posterior stabilized articular surface left 12mm catalog #: 42511400712 lot #: 64345805, persona trabecular metal two-peg porous tibial component left size e catalog #: 42530007101 lot #: 64753512. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to the post shearing off the patellar component approximately two (2) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned implant confirmed that it had fractured. Optical microscopy and scanning electron microscopy was performed, however, excessive smearing and remaining biological debris on the fracture surface could not identify a definitive failure mode. Radiographs provided were reviewed and previously reported to also confirm patellar implant fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, an audible popping sound and instability secondary to the post shearing off the patellar component approximately two (2) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, an audible popping sound, instability and difficulty walking secondary to the post shearing off the patellar component and patellar loosening approximately two (2) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the patellar component had loss of fixation. The metal component remained attached to the polyethylene component, but there was no apparent bone ingrowth into the trabecular metal portion of the patella. The tibial and femoral components were found to be intact with no issues. The patellar component was revised and a new patellar component was cemented into place without complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b4, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).